Manufacturer narrative:
(B)(4).

Event description:
The specimen retrieval bag ripped at the base of the bag when removing the gallbladder from the patient. The patient is safe and doing well. Because of this malfunction the surgeon was forced to create a larger incision to pull the bag out safely. Did this result in tissue damage or patient injury? No. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. Additional info received via email: did the gallbladder fall into the patient? No it did not fall into the patient. Did any bile leak into the patients cavity? No bile leaked. Was the incision extended by more than 1 inch? No it was not extended over an inch.